Event description:
It was reported that a merlin.net transmission showed intermittent loss of ventricular capture. Further testing was recommended. Programming changes were made and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.